Manufacturer narrative:
(B)(4).

Event description:
The customer reports when the catheter passes through he dilator, it does not advance. Diameter of the dilator inferior to that of the catheter. The catheter was replaced without issue.

Event description:
The customer reports when the catheter passes through he dilator, it does not advance. Diameter of the dilator inferior to that of the catheter. The catheter was replaced without issue.

Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 05/10/2018, was sent in error.